Manufacturer narrative:
The pipeline was returned for evaluation without the pushwire. The evaluation could not determine the cause of the event as the pipeline was found fully opened; however, it is likely that the damaged braid likely contributed to the reported issue. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).

Event description:
Treatment of a small blister aneurysm located in the para ophthalmic segment on the left ica (internal carotid artery). On (B)(6) 2014, the patient underwent pipeline embolization treatment. The patient was given standard medications. During the procedure, the first pipeline (4.25 mm x 16 mm) could not be released from the capture coil and only one long strand remained attached. The second pipeline (4.25 mm x 16 mm) did not open at the distal end to the nominal diameter (4.25 mm) and the middle portion of the pipeline remained tightly wrapped on the delivery wire. The third pipeline (4.25 mm x 12 mm) could not be released from the capture coil and flattened around the bend as it was attempted to be deployed. The fourth pipeline (4.25 mm x 14 mm) did release from the capture coil but would not open and continued to flatten instead of opening. Many attempts were made to open the pipelines by using several common deployment techniques but was unsuccessful. All four pipelines were removed from the patient. Patient is in stable condition. Reference MDR 2029214-2014-00182 / 2029214-2014-00183 / 2029214-2014-00184.